Event description:
Rptr rec'd a phone call from their pt for whom they had to replace a saline implant for just a few mos ago and they now have one deflated on the other side. Pt is somewhat upset about this. Pt is now 2 deflations for 2 implants.